Manufacturer narrative:
[(B)(4)].

Event description:
On (B)(6) 2018, (B)(6), reported that two dental picks (pick) were found to have shown signs of rust, during a tray replacement inspection and had no contact with a patient. This is the first time that this type of malfunction has occurred for this part.